Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was a problem interpreting the device interrogation data. Optivol fluid index is up, and the right ventricular lead impedance is down. Patient reported to be dehydrated. The device and lead remain in use. No patient complications were reported as a result of this event.